Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified cartridge alarm occurred. The customer could not recall their blood glucose level during this event. A new cartridge was loaded onto the pump resolving the cartridge alarm.